Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer has not returned their device to physio-control for evaluation. As a result, the cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio-control recommended that the device be permanently removed from service and that a replacement unit be obtained. The customer advised that they will send their device to physio-control for evaluation and eventual disposal. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.